Event description:
Ous MDR - it was reported that the pacing impedance was out of range (>3000 ohm) and no pacing threshold could be measured as early as 2 weeks after the implant. Sensing and shock impedances remained unchanged. The lead was measured during a revision and carefully screwed back onto the device again. The same situation repeated a short time after. The system was exchanged.

Manufacturer narrative:
Both the ICD and the lead were returned and underwent extensive analysis. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. Especially the electrical analysis of the lead did not show any irregularities. No conductor fractures or short-circuits could be measured. In the process, the lead was also tested under tensile and bending loads, which the is-1 connector, the lead body, and the tip electrode were subjected to. The lead proved to be in accordance with specifications and free of defects during all examinations. The ICD first underwent a status interrogation. The device status was bos, three charge processes had been documented. The connection system of the device was analyzed mechanically. The screws were normal. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The memory content of the ICD was checked. Throughout the entire implantation period, an increase in the rv pacing impedance to up to greater than 3000 ohm was documented repeatedly. Aside from that, the device data did not show any anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In the further course of the ICD analysis, a long-term test was performed to check the impedance measurement functions under various temperature conditions. No irregularities were found throughout the entire test period. The measured impedance values matched the expected values as all times. The manufacturing process of both devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, the ICD was fully functional during the analysis. Both the analysis of the ICD and of the lead showed no deviations from the specifications. There were no indications of a material defect or manufacturing error.